Event description:
Device returned to manufacturer for analysis with report of "pump failure". Follow up with hcp indicated that the patient presented three days before explant surgery, with a gradual increase of tone over the past week. Pt evaluated for signs of infection and evaluation was negative for infection. Patient also complained of "pine needle sensations" in patient's body. The xray of the catheter was normal. The physician was unable to aspirate csf from the side port. A bolus was given of 75 mcg without results followed by simple administration and no improvement. Bolus dose repeated without effect- patient admitted and device system replaced. Patient has recovered from the surgical procedure and is doing very well now.